Event description:
After dialysis, blood were noted on the clothes of the patient. When the dressing was being opened,the nurse noted bleeding through the stopper placed on the venous catheter. It seems to have a hole. The stopper were changed.

Manufacturer narrative:
The final investigation findings were sent from vygon france to vygon USA for reporting to FDA on december 3, 2018. These findings were not reported in the follow-up MDR with in the allowable time frame of thirty days. There was an internal miscommunication concerning the open recall and this information was not captured in the follow-up MDR at the time. Please find the final investigation results below: the involved stopper has been sent back. We can notice a hole in the stopper : the investigation shows that the root cause is a molding defect of some stoppers molded with the previous tool, not detected during the manufacturing runs. A new mold has been implemented in may 2018 according to the manufacturing plan. This new mold eliminates the defect. Therefore, the CAPA's to avoid this defect are : the implementation of a new mold (implemented before the complaint) reinforcement of the in-process control. Furthermore, a recall of the potential affected batches has been decided and initiated.

Manufacturer narrative:
The batch review shows that it is compliant to the specification. Furthermore, 10 retaining samples were analysed, none of them have a hole. A tightness test at 2 bars were performed , no leakage were observed. No hole were identified. We are waiting for the involved sample for investigation,

Event description:
After dialysis, blood were noted on the clothes of the patient. When the dressing was being opened,the nurse noted bleeding through the stopper placed on the venous catheter. It seems to have a hole. The stopper were changed . No patient outcome.